Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms noted. However, the motor assembly was found with corrosion during visual inspection. The unit was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he had received a motor error alarm. He stated that he had cleared the alarm and rewound the insulin pump and that resolved the issue. He reported that the display takes longer to return when changing the batteries. He could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was able to rewind the insulin pump. The blood glucose reading was 172 mg/dl. Nothing further was reported.